Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the injector slowly pushed the leading haptic of the iol out while getting ready to place the tip in the wound. Procedure was completed with backup lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Adm was received in a blister tray inside the carton. Viscoelastic is dried in the device. The plunger is fully advanced outside the tip of the nozzle. No damage observed. Iol(intraocular lens) was received outside of the device. Solution is dried on the iol. The lever is moving freely. The device is taken apart for further testing. No damage was observed to internal parts of the device including valve o-rings. The device was activated with a new gas canister and activated with no issues, the plunger stopped and moved as intended. No root cause identified as the reported complaint could not be confirmed, no damage was observed to the internal parts of the device, the device was reactivated and the plunger advanced with no issues. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).